Manufacturer narrative:
MDR 3003442380-2024-03321 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced patient faced adhesive issues with two infusion sets that were fell off during use. The infusion set was in use for 12 hours on (B)(6) 2024 and for less than a few minutes on (B)(6) 2024. At the time of event the patient's blood glucose level was 271 mg/dl on (B)(6) 2024 and 192 mg/dl on (B)(6) 2024. The patient was treated by replacing the infusion set, continued receiving insulin successfully. No further information available.